Event description:
Pt reported that back to back test readings obtained on their ss meter using separate finger sticks were 129 and 79mg/dl (48% difference). No symptoms were reported. Lfs representative discovered that the meter was not coded to match test strips (which were expired). The meter is not cleaned according to MFR's product recommendations. Control test reading using new supplies was in range. There was no allegation of harm.